Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. During technical site visit, fse (field service engineer) concluded that no problems were found with the eye tracker. Analysis of log files shows that no adjustments were made to the eye tracker contrast during surgery. Showed customer how to make adjustments to the contrast of the eye tracker to increase the tracker quality. Fse completed system verification, and system is operating within specifications as per sir(service installation record). The root cause could not be identified by the investigation. No technical root cause found, system met specifications as per sir. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported difficulty tracking the eye. Additional information has been requested.